Event description:
This report is #2 of 9 for the same event. Patient had surgery on her right ankle (B)(6) 2012 for "bursitis secondary to deep implant" from a previous implantation of the hardware (B)(6) 2010. On (B)(6) 2012, the pt had the procedure of "open reduction internal fixation right ankle trimalleolar fracture". During the procedure 2 cortical screws were placed obliquely across the fracture maintaining anatomic reduction. The fibula fracture was exposed and reduced anatomically and a 6-hole locking plate was applied using a combination of both locking and unlocking screws. The surgery was reported as no complications. On (B)(6) 2012, the pt chose elective surgery to remove the hardware and screws related to bursitis secondary to the deep implant. Total of 8 screws and the locking plate were removed. After removal of the two small fragment screws, the screws were noted by the surgeon to be broken. The intraosseous metallic segments of the screws were not removed by the surgeon. After removed of the other screws, there was the syndesmosis screw that was previously noted to be broken and this was not removed. The surgeon then rongeured the screw holes and closed the wound with a dressing applied. The plate and 8 total screws were removed.

Manufacturer narrative:
Device used as treatment. Information from manufacturing evaluation and information is not confirmed. Eight screws, screw pieces, were received with the tasks associated with this complaint. Each will be bagged and arbitrarily assigned a number. This task is assigned to screw ,1. This screw is whole and intact. It appears to be of the 212.101 family of parts. If so, the length of 14mm would make this a 212.103. The drive is in good condition. The head threads have two areas that are slightly damaged with thread compression, deformation. The shaft threads are also slightly damaged with the major diameter being flattened into a t for most of the length of the shaft. The first thread under the head has been deformed sufficiently to cause work hardening of the parent material with some dislodged, missing material at the major diameter. The flutes and tip are in good condition. Because of the type and extent of damage incurred only the minor diameter and length were measured and passed. The two independent screws which broke are 4.0mm cancellous screws. These screws have an adequate design. The risk analysis was reviewed and does adequately address the complaint event on. An assessment on if any trends are apparent cannot be completed since it is not known exactly what part numbers these 2 screws are, since only the screw heads with partial shafts were retrieved and returned. From the complaint description, it is not possible to determine the loading on the screws during patient healing.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Additional information from the (B)(4): date of birth: (B)(6) 2012, device info: synthes locking plate/ 8 screws, locking plate and screws, device returned to MFR: yes, (B)(4) 2012.